Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient "ambulates and although started on a low dose, it was still enough to cause their legs to give out". It was noted the patient was working with physical therapy (pt) and their legs were stronger now. It was also stated that the patient symptoms were newly implanted baclofen pump-needing to work with pt for strengthening. It was stated that the patient was doing okay. The pump was delivering gablofen and was treatment was noted as ongoing.

Event description:
It was reported the patient had been falling at night when he got up. The patient¿s left leg felt like a noodle. If the patient did a lot during the day, he was worn out and rested on the couch and then when he got up he would fall. The patient¿s baclofen was being adjusted. The patient felt overmedicated around 3pm. The patient had stopped taking flexeril but was still taking neurontin and valium. It was reported that the patient was receiving ¿120 baclofen.¿ the patient started out at ¿110.¿ the baclofen was helping the patient¿s symptoms and the patient was starting physical therapy. The pump was delivering baclofen. Additional information has been requested but was not available at the time of the report.